Event description:
It was reported that the procedure was to treat a 75% re-stenosed lesion in the mid left anterior descending (mlad) artery with moderate calcification and moderate tortuosity. For pre-dilatation the 3.00x12mm nc trek neo balloon dilatation catheter (bdc) was soaked prior to use and prepped (air aspiration) outside the anatomy. The bdc was advanced to the target lesion and the balloon was inflated; however, the balloon ruptured during the first inflation at 8 atmospheres (atm) after 10 seconds. The bdc was removed from the patient and two non-abbott balloons were used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Facility name: (B)(6) hospital..